Manufacturer narrative:
B3: day unknown; no information has been provided to date. Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during the analysis. The reported complaint was confirmed, as the device did not power on. The printer wire assembly was replaced.

Event description:
It was reported that the device did not power on. The event occurred during testing.